Event description:
It was reported to philips that the device was unable to perform exposure due to an error indicating that free space was low. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that unable to store images and an analysis was performed. Upon some functional test the fse checked there is an issue with hdd and later ippc. As a part of repair activity, the fse replaced lateral ippc and image drives. After replacement lateral ippc and image drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.